Manufacturer narrative:
(B)(4). Currently, the device remains implanted and in service. Should new information be received, the event will be further updated.

Manufacturer narrative:
(B)(4). Subsequently, the device was repositioned from a sub-pectoral position to an auxiliary location, as a means to improve sensor response during physical activity. The mv sensor has been recalibrated post intervention. No adverse patient effects have been reported and to date the device remains implanted and in service.

Event description:
Boston scientific received information that the minute ventilation (mv), sensor response programming of this device, continues to be unsatisfactory. The patient reported difficulty achieving adequate heart rates, especially during moderate to strenuous exercise. The patient continues to work directly with boston scientific engineers and physicians, to optimize system programming and performance.